Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during retroperitoneal approach, a recurrent malfunction of the electric scalpel occurred which produced a brutal burning of the lateral wall of the left primitive vein with hemorrhage. No adjustment possible.